Event description:
It was reported that the patient's hip was revised due to the femoral head shattering (patient denied any trauma, reported he was reaching into his car when the issue occurred). The head and liner were revised to an mdm metal liner, adm/ mdm poly insert, ceramic head, and sleeve. Rep confirmed that no further information will be released by the hospital or surgeon.

Event description:
No new information.

Manufacturer narrative:
An event regarding crack/fracture involving an unknown ceramic head was reported. The event was confirmed through an intra-operative photograph. Method & results: -device evaluation and results: the reported device was not returned however an intr-operative photograph was provided for review. The photograph shows a fractured biolox femoral head. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including device details, device return, operative reports, progress notes and x-rays are needed to fully investigate the event. If further information becomes available, this investigation will be re-opened.